Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to noise was noted on the right ventricular lead. Technical support was contacted and an in-clinic follow-up is anticipated to address the issue but not yet scheduled. The patient was in stable condition.